Event description:
It was reported that one week following the implant procedure, this patient presented to the emergency department with shortness of breath and chest pain. Device interrogation revealed intermittent loss of capture and high capture threshold measurements from this right ventricular (rv) lead. Diagnostic imaging was performed which led the physician to believe the patient was experiencing pleural effusion. The auto-capture feature was turned on in case the threshold measurements continue to rise. It is unknown if any other action will be taken in this event. At this time, the rv lead remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that one week following the implant procedure, this patient presented to the emergency department with shortness of breath and chest pain. Device interrogation revealed intermittent loss of capture and high capture threshold measurements from this right ventricular (rv) lead. Diagnostic imaging was performed which led the physician to believe the patient was experiencing pleural effusion. The auto-capture feature was turned on in case the threshold measurements continue to rise. However, it was later found that the rv lead had perforated the apex into the left pleural cavity resulting in hemothorax. The physician performed a purse string suture of the right ventricle and the rv lead was repositioned to resolve the event. At this time, the rv lead remains implanted and no additional adverse patient effects were reported.